Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Logs captured two sessions on the date of issue. It is observed from the logs that the site used the tumor resection optical procedure on the date of the issue and successfully registered the patient within the passing metric of 5mm. However, logs did not capture any abnormalities related to the reported behavior. Two anonymized patient archives were provided. The first archive contains one CT exam with 288 slices and a passing registration data of 1.7mm. The second archive consists of 3 mr exams merged by taking mr-1 as a reference. This archive has five successful registrations with the passing metric of 3.9mm, 3.8mm, 3.5mm, 3.3mm, and 2.7mm. Points were collected with some space between. It is recommended to collect trace points slowly to ensure accurate mapping. Some points are sunken into the skin, so it is suggested to use a lighter touch when collecting points. Additionally, the trace pattern used did not include many points. To improve accuracy, it is advisable to collect more points and trace closer to the area of interest. H6: b01, c19 and d14 apply to the system checkout. D15 applies to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site experienced an alleged inaccuracy. The surgeon registered three or four times, each time feeling off by an unknown amount and direction when verifying the registration. After the last registration attempt the surgeon felt confident enough to continue with the surgery. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.